Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of malfunction/failure: ultrasite injection site leakage. Description of event: on (B)(6) 2024, braun 's ultrasite injection site was used for port maintenance, and on the morning on (B)(6) 2024, it was found that the connector leaked liquid during routine infusion for the patient, causing a little chemotherapeutic drug to leak on the clothing of the 5-fu chemotherapy pump that the patient was using. Improper force may be applied when the ultrasite injection site is connected to the multidirectional stopcocks for infusion therapy and monitoring, multidirectional stopcocks with tubing for infusion therapy and monitoring, stopcocks manifolds for infusion therapy and monitoring connector and another new ultrasite injection site is replaced. Description of root cause analysis (by reporter): potential for inappropriate force when connecting the ultrasite injection site to the multidirectional stopcocks for infusion therapy and monitoring, multidirectional stopcocks with tubing for infusion therapy and monitoring, stopcocks manifolds for infusion therapy and monitoring connector. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.